Event description:
On (B)(6) 2020, a 74 y/o female patient had a bilateral l4-l5 mild procedure. The patient had been on anticoagulants that were reportedly stopped in an appropriate timeine before the procedure. An epidurogram was reported as performed at l3-l4 due to difficulty accessing the l4-l5 for the epidurogram. There was no reported device malfunction and the device performed as intended. Approximately 2 hours following the procedure, the patient complained of severe back pain and leg weakness and went from home to the ER. An MRI was performed, and an epidural hematoma was identified. The patent underwent spine surgery and had the hematoma evacuated one day after the mild procedure. It was reported that the hematoma was at t-11 and the mild procedure was performed much lower at l4-l5 with epidurogram at l3-l4 in the lumbar spine therefore it cannot be determined what caused the hematoma. The patient recovered after the uneventful surgery.